Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit unit with an elevated blood glucose (bg) level of "high" although specific value was not provided with moderate ketones, due to needing a settings adjustment. Reportedly, the customer attempted to self-treat via bolus the pump; however, was treated intravenously with fluids of saline and insulin. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.